Event description:
It was reported that the customer was in the hospital due to the high blood glucose levels. Customer also had kidney stones. Customer was on an IV drip and is now off it. Customer's blood glucose level is 255 mg/dl. Customer stated that they had nausea and were throwing up. Customer treated for their high blood glucose levels. Customer was hospitalized on (B)(6) 2014. Customer was not in an accident. Customer is still in the hospital. Customer was wearing the pump at the time of the hospitalization. Customer stated that the drive support cap was flush. Customer ran a manual prime and the insulin did exit the tubing. Customer was assisted with correcting the time and date. Customer had low reservoir alerts and no delivery alarms in the alarm history. Pump passed the priming and high pressure test. Customer was advised to let his doctor know that he got an extra 0.5 units. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.